Manufacturer narrative:
Product event #(B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0 product number: ps200-040 lot number: unknown expiration date: unknown quantity returned:1 testing performed: device packaging inspection: -returned in a cardboard box with plastic air cushions to fill the negative space -device is in a plastic zip lock bag which is within a autoclave bag labeled with a bio-hazard sticker and no original packaging was returned -lot number and the device name cannot be confirmed with the information listed in the corresponding product event page within gch -copy of customs invoice is included device visual inspection: device appears to have been used with dried blood on the hand piece and heavy deposits of eschar on the electrode - all components appear intact, the heavy eschar on the electrode is a visual sign related to the description (figure 1 and figure 2) -both cut and coag buttons have a tactile feel functional inspection: the plasmablade 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, end of life, was displayed indicating that the device had been successfully activated and connected to a pulsar® ii generator previously. The device was tested for functionality and was activated in grounded saline, at cut setting¿2 and coag setting-1, settings used for testing during manufacturing, with acceptable results. -¿the device is acceptable if the ¿glow¿ around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional inspection of the complaint device. -the device was tested for performance using chicken for 10 minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes with acceptable results. -additionally to duplicate the settings on the customer¿s generator, the plasmablade 4.0 was tested at cut 5 setting and the coag 5 setting for two minutes each with acceptable results and no flame issue was detected. -the electrode was soaked in bleach and water solution for 25 minutes and wiped clean after testing to determine if the heavy eschar was still baked on the electrode. Figure 3 and figure 4 show the heavy eschar was still present. Lhr review: a review of the lhr is not possible due to the unknown lot number. Investigation conclusion: the complaint is not confirmed for the ¿flame¿ issue that was reported in the complaint description. The device was tested for functionality and performance and met the product specifications with acceptable results. The device functioned as intended and responded normally during functional inspection in grounded saline, on chicken in performance testing, and when connected to the generator for all activations. The reported complaint was unable to be reproduced within the laboratory environment. A likely cause of the failure is the ¿flame¿ mention in the description may have been the overheating of the built up eschar on the electrode creating a flame, combined with the electrode not being kept in motion affected the device¿s performance and none to minimum cleaning of the electrode during use. The following is stated in (B)(4) as listed precautions and notes: page 2 - precautions ¿unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance¿. Page 3 ¿ during surgery note: eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. The complaint will be tracked and trended in gch. (B)(4)

Event description:
During use of the plasmablade the customer reported that the coag function was not working well and then the tip started to burn. Settings of the generator: cut 5, coag 5. No patient impact. Patient information unable to be obtained.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
(B)(4).

Event description:
During use of the plasmablade the customer reported that the coag function was not working well and then the tip started to burn. Settings of the generator: cut 5, coag 5. No patient impact. Patient information unable to be obtained.